Manufacturer narrative:
The evaluation has not yet been completed. An evaluation will be conducted, a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during a pro care visit at the user facility that the device safety switch could not be placed in the safe position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and found that the safety bar was difficult to move. The device was repaired and returned to the customer.

Event description:
It was reported during a pro care visit at the user facility that the device safety switch could not be placed in the "safe" position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.